Event description:
It was reported that an individual using the ilet pump experienced unexpected low blood glucose readings shortly after breakfast when announcing ¿more than¿ meals, following training guidance to increase insulin needs in the morning. Review of the device history indicated that ¿normal¿ meal announcements led to a transient rise in glucose followed by a return to range, while ¿more than¿ entries were temporally associated with rapid postprandial glucose declines. Symptoms included hypoglycemia with a nadir of 61 mg/dl. Outcomes included the need for troubleshooting and education regarding appropriate meal announcement selection. Investigation included review of device history and user-reported meal patterns. Investigation of this case revealed that the device functioned as designed and that incorrect meal sizing for typical breakfasts such as coffee and yogurt likely resulted in excessive insulin delivery leading to hypoglycemia. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcement selection was the cause.